Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement test could not be performed due to the unresponsive buttons. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump had a bleeding display, a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 130 mg/dl. The customer stated that the buttons are not working properly. The customer stated that the act button is not responding. The customer stated that the pump was in his pocket and a little pressure may be placed on the buttons because he received a button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.